Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 9.8 mmol/l. The customer stated that insulin squirted out during manual prime. The customer was disconnected during manual prime. The customer stated that the piston continued to move forward after reservoir contact and insulin squirted out. The customer stated that no numbers appeared on the screen and the beeps were heard. The customer stated that leaving prime was not possible. The customer stated that the pump was not dropped or bumped. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to conduct the prime or occlusion tests due to the alarm. The pump also had cracked battery tube threads, a cracked reservoir tube lip, a cracked lcd window and a cracked case at the display window corners.